Event description:
It was reported that during a hand assisted sigmoidectomy procedure, after the seventh firing, only the staples formed, leaving a hole in the bowel. Only the staples at the distal end of the stapler formed. There was no reported patient consequence.